Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before an intraocular implantation surgery, the ophthalmic console displayed a system fault message, and the ultrasound was not operational. The surgery was completed on the same day, and the issue was resolved after shutting down and restarting the system. Information regarding patient impact has not been provided.

Manufacturer narrative:
Upon receipt of internal review, it was confirmed that the reported event of "phaco none - system" is not considered to be a reportable malfunction because the phaco none- system issue is captured in event code of system message, and it is not likely that a recurrence would result in serious injury. Hence, this event does not meet reporting criteria. No further reports will be submitted under mfg report num: 2028159-2026-00334. The manufacturer internal reference number is: (B)(4).